Event description:
It was reported that the patient had a shocking or jolting sensation. He had his neurostimulator installed on friday, adjusted it and it was a little bit too high, and he had been in pain and hurting all weekend because the patient wasn¿t able to decrease it. He could feel a shock in his penis towards his testicles. He tried so many times to adjust it but was doing something wrong. The patient looked through the manual and thought he was supposed to waive programmer antenna over programmer because of what he read in patient programmer manual. The patient inquired what neurostimulator was and it was reviewed this was referring to his implant inside his body. This morning he has it up to 3.8 and was not feeling anything, and last night when he went to bed he could turn over in the bed. He was having problems with bending down, sitting down, laying down or picking something up, but now was able to bend down. He was having these problems since adjusting stimulation higher on friday (day of implant). The patient was seeing the stimulation off icon. The patient decreased stimulation to 0.5 and turned stimulation back on. The patient confirms he can comfortably feel stimulation sensation. He would like to have instructions for using patient programmer in more layman¿s terms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3037, product type programmer, patient. Product ID neu_u nknown_lead, product type lead. (B)(4).